Manufacturer narrative:
Lumenis investigated the event report contacting the distributor to request patient treatment settings and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer specifications. No device malfunction was observed. A lumenis healthcare professional evaluated the reported event details and patient photograph concluding the reported treatment settings were appropriate based on common medical practice and device labeling. Furthermore; the professional concluded the probable root cause to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling. A review of subject device labeling found the following precautionary statements: "warning - the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain."

Event description:
A foreign distributor reported that a patient of skin type IV sustained hyperpigmentation to the lower legs following hair removal treatment with a lumenis lightsheer et laser. No information regarding a report of serious injury or medical intervention to preclude serious injury was received.